Event description:
It was reported that the lead integrity alert sounded due to oversensing and numerous episodes of noise. During the replacement procedure sensing difficulty was seen and an issue was discovered with the grommet. The device was removed and replaced. High capture threshold were observed on the lead and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.